Event description:
Hcp reported the patient presented with an alarming battery and symptoms of nausea, vomiting, and increased pain. The patient was put on oral analgisics - ms contin - and had the pump replaced in 2002. Prior to the replacement, the pt was up to 35 mg per day of morphine with poor pain control. After the replacement, 3.3 mg per day of morphine with good pain control. The patient is reported to be doing fine.